Event description:
Caller (customer's son) reported that on (B)(6) 2013 at 10:00am the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Caller further reported that between 12:00pm and 1:00pm the customer was "delirious and incoherent". Caller called the paramedics and upon their arrival, the customer was "given oxygen inhalation" and a reading of "360 mg/dl or 370 mg/dl" was obtained on the paramedic's meter. Customer was treated with insulin via intravenous infusion and transported to a local hospital where she was diagnosed with hyperglycemia. Customer was maintained on an insulin drip for 3-4 days and discharged from the hospital on (B)(6) 2013. Customer was prescribed 10 units of novolog insulin upon her discharge. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1357328) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.